Event description:
Information was received that during use of this smiths medical cadd solis hpca pump, the pump was used to administer anesthetic to a patient in labor. Reported that following the epidural placement, the patient reported tingling/numbness in arms and fingertips. The epidural level assessed, t4 bilaterally, and bp dropped to 74/39. The patient was otherwise asymptomatic. It was reported that one hour after epidural placement, patient bp decreased and efm showed a prolonged deceleration. Improved with intrauterine resuscitation, bp gradually returned to baseline. The dermatone level appropriate. No error codes or alarms were reported. No additional adverse effects reported.